Event description:
It was reported via repair work order that the top cover was damaged with signs of fluid ingress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: customer will replace mattress.